Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). The synergy ous mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis and the following attributes were examined: a visual examination of the stent found evidence of damage with struts from the midsection to distal end stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, concentric, target lesion was located in the highly tortuous and moderately calcified left anterior descending (lad) artery. The lesion contained >45 and <90 degrees bend. After a non-boston scientific (bsc) wire crossed, pre-dilatation was performed with a non-bsc semi compliant balloon catheter and cutting balloon. A 2.50 x 32 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was not completed at that time due to the same device being unavailable but was completed later with another of same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.